Event description:
Programming history was reviewed for the vns patient on (B)(6) 2012. On (B)(6) 2012, a system diagnostic test faulted which inadvertently changed the patient's settings; the only parameter that was corrected at that visit was the output current to 2.00 ma. The patient remained at an off time of 60 min until the generator was explanted the following month.

Manufacturer narrative:
Analysis of programming history.